Manufacturer narrative:
A graphic user interface (gui) printed circuit board (pcb) was returned to covidien/medtronic¿s product analysis. A visual inspection of the returned component was performed, no notable conditions were found. The returned component was installed into a test ventilator for analysis. An investigation was performed and the identified root cause was isolated to a component (video graphics array controller u34) on the xena I pcb. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, an 840 ventilator had an erratic display while in use on a patient. The patient was not harmed or injured as a result of the event. The patient was removed from the ventilator and placed on an alternate ventilator.